Manufacturer narrative:
Physio-control evaluated the customer's device duplicated the reported issue. Physio downloaded and reviewed the device's electronic records which verified that the device powered unexpectedly lost power five times. Physio inspected the battery wells and found that the grommets in battery well 2 were loose. Loose grommets can result in an intermittent connection to the battery and cause unexpected shutdowns. Physio replaced the rear case to resolve the issue. Physio also observed that a wire harness was disconnected from the battery grommet in well 1, which caused the device not to power on at all when the device was being powered by battery 1. After replacing the rear case, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event their device would not remain powered on. The customer advised that they would power the device on, but that it would power back off by itself. Eventually they were able to get the device to power on, but the display would flash all black and they were unable to see any data. Medical personnel advised that they were able to shock the patient even though they couldn't see what was on the display. The customer stated that it was a short call because they were in close proximity to the hospital. The patient did not survive the reported event. The customer advised that the device use did not contribute to the patient's outcome. The customer advised that the patient had suffered a gunshot wound to the neck which resulted in his death.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event their device would not remain powered on. The customer advised that they would power the device on, but that it would power back off by itself. Eventually they were able to get the device to power on, but the display would flash all black and they were unable to see any data. Medical personnel advised that they were able to shock the patient even though they couldn't see what was on the display. The customer stated that it was a short call because they were in close proximity to the hospital. The patient did not survive the reported event. The customer advised that the device use did not contribute to the patient's outcome. The customer advised that the patient had suffered a gunshot wound to the neck which resulted in his death.